Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided by the account, while the reported single gripper actuation issue appears to be related to the gripper line break, a cause for how the gripper line broke could not be determined. Additionally, a cause for the reported difficult or delayed positioning associated with the clip interacting with the anatomy cannot be determined. Image resolution poor is related to patient and procedural conditions as imaging was reported to be challenging throughout the procedure due to patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, myxomatous tissue, and a broad prolapse segment. It was noted that imaging was challenging throughout the procedure. One clip was inserted and successfully deployed on the mitral valve. An xtw clip was then inserted and advanced into the left ventricle (lv). However, while in the lv, the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was then observed that one of the grippers was no longer functioning. Therefore, the clip was removed. Upon removal, the physician stated the gripper line was gone and the gripper as adhered to the clip arm. One additional clip was implanted, but due to challenging anatomy, mr was unable to be reduced. There were no adverse patient effects and no clinically significant delay in the procedure.